Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not recieved yet.

Event description:
There was no patient involved. Red status indicator flashing.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 10th july 2013. Upon receipt, the +ve terminal pogo pin was found to have failed. A closer inspection revealed that the spring of the pogo pin had failed, which had prevented the pin from springing back into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak, causing the voltage fluctuations in the history log and the multiple failed self-tests due to a low battery. The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside a flashing red status indicator, as per the reported fault. The fault could not be replicated with a new +ve terminal pogo pin. This would confirm the low battery fails had been caused by the failed pogo pin. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Event description:
There was no patient involved. Red status indicator flashing.